Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that "the nasal interface is split in the middle of the tubing" on an opt844 optiflow nasal cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Result: visual inspection revealed that the tubing of the opt844 optiflow nasal cannula was torn. A lot check revealed no other complaints for lot date 121220. Conclusion: the tear found on the tubing of the complaint device was most likely caused by the patient or careperson pulling at the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 device contain the following warning: " do not crush or stretch tube."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that "the nasal interface is split in the middle of the tubing" on an opt844 optiflow nasal cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device has been received at fisher & paykel healthcare, (B)(4). We will provide a follow-up report upon the completion of our investigation.